Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider via a company representative reported the patient blood pressure spiked in recovery and a CT scan was done. Epidural hematoma was identified. The implant was done at 5:30-7:30 pm on (B)(6). The patient's symptoms observed in recovery around 10:30 and the CT scan was done at 10:30. There was surgical complication and the implant was explanted at 12:30 on (B)(6); all components were removed and the hematoma cut out. The cause of the subdural hematoma was not determined. The issue was resolved and no permanent injury or deficits were noted. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the ins was never implanted due to complications with bleeding. The patient had to go back to the operating room to have the leads removed.